Manufacturer narrative:
Philips has investigated this complaint. According to the additional information, the customer was performing planned treatment/non-emergency treatment which was completed by planning the patient exam for another room prior to patient arrival. The philips field service engineer (fse) inspected the system onsite and confirmed that that the ippc (image processing pc) had intermittent boot up issue. Review of the system log file showed that there was malfunction in frontal ippc. Upon troubleshooting fse found that ippc was defective. To resolve this issue, fse replaced ippc. The defective ippc was returned to philips for analysis and found that the failed component was memory. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that ippc (image processing pc) had intermittent boot up issue. The system was inside of clinical use at the time of event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the ippc (image processing pc). The device was returned to expected functionality. Philips has started an investigation of this complaint.